Event description:
It was reported that there was an implantable neurostimulator (ins) screw issue. The event occurred during the procedure. They could not get torque wrench to engage/tighten set screw. The device was not implanted. They used alternate torque wrench on new ins. Used both torque wrenches on both existing and both new ins'. Both wrenches worked on existing ins and second new ins. Regarding a product issue, the issue was resolved. The cause of the issue was not determined.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).